Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Additional information: the device was received and the evaluation is complete. Microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing and a simulated therapy were performed and nothing was found that could have caused or contributed to the reported event. Upon conclusion of the investigation, the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a gap in the connection between the cassette and the transfer set. The nurse reported the home patient had difficulty using the connector shield to cover the connection. This occurred during an unspecified step in peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report one of two.

Manufacturer narrative:
(B)(4). Visual inspection was performed and revealed that the spike connector was not inserted far enough onto the flow control barrel. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted.